Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv3787 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refv3787) have been reported from the same facility.

Event description:
It was reported via medwatch "four (4)f PICC placed (lot number refv3787), almost upon completion of line, noted to have crack in tubing causing leaking. Sf PICC replacement catheter exchange made at the time of initial insertion attempt." This report addresses the first device.